Event description:
Caller reported damage to pump housing, impacting the ability to charge the pump, though the pump had not shut down due to the issue. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.